Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(4). Investigation complete. This is an initial final report submission. The device was returned used and was covered in a white, powder substance. Visual inspection found the trigger of the handpiece was broken and stuck inside the gun, therefore functional testing could not be performed. Inspection of the battery pack found it had been warped, and the batteries inside had leaked electrolyte throughout the pack. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that during surgery the pulsavac was unable to prime and regulate saline. The event occurred during surgery. There was no harm or injury to the patient. At product evaluation investigation the battery pack had been warped and the batteries inside had leaked electrolyte throughout the pack. No adverse events were reported as a result of this malfunction.